Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient medications include prednisone, advair, ventolin hfa, clopidogrel bisulfate, crestor, atenolol, hydrochlorothiazide, norvasc, avapro, aspirin, and nitrolingual. Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2007, the patient was implanted with two gore excluder aaa endoprostheses as part of an endovascular aortic repair. On an unknown date, computed tomographic angiography identified slight thrombus in the contralateral leg component (pxc141200/04955563) on the left side. On (B)(6) 2015, the patient was implanted with an additional contralateral leg component, extending the graft system on the left side and landing at the proximal origin of the left hypogastric artery. The issue was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. Additionally, per IFU, patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.